Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) of hcc procedure performed on (B)(6), 2011. According to the complainant, prior to performing the ablation, the electrode was tested outside the patient, and the array was able to be extended and retracted without issue. The electrode was then introduced and positioned within the patient's liver and the array was extended. However, a CT image revealed that the array had only partially extended approximately 2-3mm. The electrode was withdrawn, re-tested, and found to function properly so another attempt was made to introduce the device, but the partial extension issue recurred. The electrode was removed and the procedure was completed with another leveen coaccess electrode system. Reportedly, upon removal, the electrode and array were examined and no cosmetic or functional issues were observed. Additionally, the physician indicated that no resistance was encountered while attempting to extend the array. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible damage to the electrode or introducer. Functionally, the array was able to be fully extended and retracted, but resistance was encountered. When extended, no damage was visible to the array, but heavy residue was present on the tines and at the base of the array. The condition of the returned incident device was consistent with the complaint that the array failed to fully extend. The evaluation attributed the extension issue to the heavy residue present on the array. The directions for use (dfu) document cautions the user that the array should be cleaned between deployments because the accumulation of excess tissue on the tines may impact the array's ability to extend and retract. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) of hcc procedure performed on (B)(6), 2011. According to the complainant, prior to performing the ablation, the electrode was tested outside the patient, and the array was able to be extended and retracted without issue. The electrode was then introduced and positioned within the patient's liver and the array was extended. However, a CT image revealed that the array had only partially extended approximately 2-3mm. The electrode was withdrawn, re-tested, and found to function properly so another attempt was made to introduce the device, but the partial extension issue recurred. The electrode was removed and the procedure was completed with another leveen coaccess electrode system. Reportedly, upon removal, the electrode and array were examined and no cosmetic or functional issues were observed. Additionally, the physician indicated that no resistance was encountered while attempting to extend the array. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.